Event description:
Litigation alleges patient suffers from clicking, pain, discomfort, inflammation, toxic cobalt chromium metal ions.

Manufacturer narrative:
This report, 1818910-2015-26957, is a duplicate of 1818910-2013-26299 and is being rejected. 1818910-2013-26299 is being kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).